Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture. Additional information indicated that due to the ventricular dependency of the patient, a secondary right ventricular (rv) lead was implanted and was surgically abandoned. The purpose was to ensure quick access to the second rv lead in the event that the primary rv lead becomes dislodged. Further, the second rv lead exhibited pacing inhibition with high pacing threshold measurements. Ultimately, both rv leads were explanted and successfully replaced with a new lead. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.